Event description:
Per the clinic, the patient experienced no connection with the internal device. The device was explanted on (B)(6) 2023 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 05, 2024.